Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection of the peek interference screw, sheathed, 6 x 23 mm, identified that the tip and threads of the screw were broken and damaged. Functional testing was not performed due to the damage to the device. The method of bone preparation was not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 2nd sep 2025, it was reported by an arthrex's employee via an email that for (B)(4) unit of ar-1360p, peek interference screw, sheathed, 6 x 23 mm, the anchor broke during insertion. This was detected during an anterior cruciate ligament reconstruction surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-1360p. There were no patient harm and no secondary procedure needed.